Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure error message was confirmed. However, white balance issue was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, scope error code e222 was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event error message appears while connecting and e222 scope error code was displayed was cause due to disconnection in cable unit. The most probable cause of the reported malfunction was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head exhibited a white balance issue, and an error message indicating ¿camera not connected¿ was displayed. The issue was identified prior to sedation for an unspecified therapeutic procedure. The procedure was subsequently completed using an alternative device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.